Event description:
It was reported that this inflatable penile prosthesis device had lost rigidity. Surgical intervention took place to revise the device, and the physician found the device was leaking. The pump and cylinders were replaced. There were no patient complications reported.